Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned dry, in a ziploc bag. There was residue on the lens. Visual inspection found the haptic and optic torn and the lens was returned in two pieces. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a intraocular lens, diopter +18.5 was implanted into the patient's right (od) eye on (B)(6) 2019. It was noted that the haptic was bent. Reportedly, the lens was removed on the same date but not intraoperatively. The cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: lens work order search: one additional similar complaint type event(s) within associated lots were found. (B)(4).